Event description:
The customer reported that during testing the device gave a charge/shock error message. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.